Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was waiting for a visit in the hospital when he experience a high priority alarm. The site removed and replace the controller. The controller ((B)(4)) was returned to the manufacturer for evaluation. Various analyses were conducted and review in order to evaluate the performance of the device in relation to the reported event. The controller passed functional but failed visual testing as the result of foreign material within the driveline connector port. This observation was an incidental finding and not related to the reported event. The reported event was confirmed via log file review which revealed pmc (pump motor control) reset resulting in a pump stop and restart. Log files of this nature may be indicative of electrostatic discharge. The root cause of the reported 'vad stopped alarm' may be attributed to a pump motor control reset as a result of electrostatic discharge and the absence of an esd shield on the controller. The manufacturer has an open internal investigation to evaluate these types of issues. Z-1813-2013, z-1131-2015. The field safety notice (fsca apr2013) field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for electrostatic-discharge (esd) occurrence. Fsca apr2013.1 was issued as an expansion of fsca apr2013 to remove affected controllers susceptible to esd. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Controller ((B)(4)) received on (B)(4) 2014. (B)(4).

Event description:
It was reported that approximately 18 months post hvad implantation, the patients controller was exchanged due to a high priority alarm and pmc reset noted on log file review. There was no patient injury. No patient demographics were reported.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore, it will not be returned. However, the controller ((B)(4)) has been received for further evaluation. Additional information will be submitted in the final report. Results in final report.